Event description:
Per parent, the child was pushing on the technology hub resulting in the zipper tab for the technology hub portal breaking. Per parent, the child eloped through the technology hub portal after it was pushed through and there was no damage present before the event occurred. Per parent, the technology hub was secured with a padlock during the event. Four (4) photos were provided that show the damage to the technology hub portal zipper. Two (2) of the images show an empty technology hub portal window, with the damaged zipper tab attached to the canopy locking loop by a padlock. The other two (2) photos show the damaged technology hub portal zipper slider missing the tab and attached to the technology hub. There was no report of injury as a result of the event.

Manufacturer narrative:
Sensory medical advised the customer to discontinue use of the cubby bed until damaged components could be replaced. Sensory medical requested return for examination of the damaged canopy. The product has not been returned for evaluation as of the writing of this investigation. 250408m08 is the lot for the canopy. Review of manufacturing records confirmed the lot passed all in process and final inspections. Multiple statements are made in the cubby bed user manual regarding safe use of the bed to prevent entrapment and other safety concerns. Page 3 of the cubby bed user manual contains a warning for entrapment hazard. "To avoid dangerous gaps do not use this product without the safety sheets completely zipped and locked in place to the sidewall. Safety sheet with lock in place is always required." Page 3 of the cubby bed user manual contains a warning for "use the maintenance checklist in the manual to inspect the canopy, seams, zippers, electronic accessories, cords, metal frame, screws, slats, locks, and safety sheets every 30 days." Page 3 of the cubby bed user manual contains a warning for "if any damage is present, immediately discontinue use and contact cubby for repair or replacement." On page 22 includes a monthly maintenance checklist, one check is: "each zipper on the canopy is functional and seams of zippers are intact". Page 22 of the user manual, maintenance checklist, describes discontinuing use of the bed if anything is damaged or missing. The tech hub manual provides the following information: in the warnings section on page 3: · check this product for damaged hardware, loose joints, loose bolts or other fasteners, missing parts or sharp edges before and after assembly and frequently during use. Securely tighten loose bolts and other fasteners. · do not use product if any parts are missing, damaged or broken. Contact cubby for replacement parts and instructional literature if needed. Do not substitute parts. On page 19 maintenance checklist: · discontinue use and contact us immediately if anything is damaged or missing. · technology hub zipper + cord loop are intact and lock is secured. Additional investigation is needed, and sensory medical's root cause investigation is ongoing. There was no report of injury as a result of the event.